Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded one inappropriate shock in the secondary vector while sleeping. The physician suspected noise as the cause of the inappropriate shock and data analysis was requested. Data was analyzed and boston scientific technical services indicated that the noise could be related to having air inside the header as the issue occurred very close to the implant date. Technical services also provided other possible causes for the inappropriate shock and advise to temporarily program the device to primary vector until the air resolved. Troubleshooting steps were provided to identify the root cause. There were no additional adverse patient effects reported. The device and electrode remain in-service.